Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr greater than 3+).... All available information was investigated and a definitive cause for the reported cable break could not be determined. The reported mechanical issue of loss of tip deflection; however, was a cascading effect of the cable break. The reported use error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the cable break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4+. Two were successfully implanted, reducing mr to 2. Next the tricuspid valve was treated, using the same steerable guide catheter (sgc). When trying to get from the mitral valve to the tricuspid valve, the + knob of the sgc was turned approximately 170 degrees in the + direction and a cable break occurred, resulting in the tip of the device no longer responding. The device was retracted, removed and replaced. The new sgc was used with another clip delivery system (cds); however, the cds failed to advance to the tricuspid valve and was removed. The tricuspid procedure was aborted. The patient remained stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.